Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed self-test and p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, cracked case (battery tube), battery tube threads - cracked, detached retainer, missing o-ring (reservoir tube) and label damage (faded end cap address label). Cosmetic damage was confirmed at battery compartment. Exposed to moisture confirmed. Retainer ring damage confirmed. Unable to lock reservoir in place confirmed due to pump not passing p-cap lock test. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump was exposed to moisture and fluid was present in the reservoir compartment. The customer reported no adverse event. The event involved product mmt-1781k. Troubleshooting was performed and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instructions. Mmt-1781k was requested and the customer response was the device was returned for analysis.